Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm and replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer also state that notification light stopped flashing immediately. The insulin pump will not be returned for analysis.